Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced foreign matter within the fluid path. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: lightbulb color of wingset is not normal, contains black streaks. Wingset has black streaks on the lightbulb.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced foreign matter within the fluid path. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: lightblue color of wingset is not normal, contains black streaks. Wingset has black streaks on the lightblue.

Manufacturer narrative:
H6: investigation summary: bd received 38 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter (discolored product) was observed. Additionally, the customer samples along with 20 retention samples from bd inventory, were evaluated by visual examination and the issue of discolored product was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. A quality notification was issued related to elevated water temperature thus causing the discoloration of the moulding during the sub-assembly process. As a result, all affected product, that could be captured, were removed and placed on hold. Bd determined that the root cause for foreign matter (discolored) was attributed to the preventative maintenance process. This complaint has been confirmed for the indicated failure mode foreign matter (discolored). This is a purely cosmetic defect and has no impact on the performance of the product.